Event description:
Related manufacturer report number 2017865-2022-17064. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The physician suspected the noise was due to lead damage on the ra lead and the rv lead, however, no diagnostic imaging was performed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.